Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was not capturing, and there was ventricular safety pacing noted. The ra lead was noted to be pacing on top of the qrs wave. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.